Manufacturer narrative:
The insulin pump had unexpected restart alarm after battery change due to broken solder joint on interface board component. No external ram error. Alarm noted. The device passed the displacement, rewind, basic occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. It was also received with scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarms and the device kept going into suspend and resume. The blood glucose at the time of the incident was 187 mg/dl. The customer also reported receiving an unexpected restart alarm and external ram error alarm. Troubleshooting was not performed. The device was returned for analysis.